Event description:
A customer reported an issue with their device showing an incorrect time, causing concern as the discrepancy exceeded five minutes. There was no adverse impact to the customer's blood glucose level from the incorrect time settings. Technical support assisted the customer in updating the pump time and advised them to monitor the device and follow up if the time discrepancy occurred again. The customer acknowledged the guidance provided.